Manufacturer narrative:
(B) (4). (B) (4).information was not provided by contact.information unavailable, device not returned for analysis. Band remains implanted.

Event description:
It was reported that a patient enrolled in a (B) (4) registry had a band slippage, after a few day after implantation. The band was repositioned in correct position. There was no reported patient complications.